Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing deviated from instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the c-cover, glue at the biopsy port, and clogged nozzle could not be identified. However, it¿s likely the cause is related to reprocessing deviating from instructions for use. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the up / down knob could not be locked securely due to wear of the forceps elevator lever, and the protector of the universal cord on the scope connector side was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, that the plastic distal end cover and the channel port on the gastrointestinal videoscope had a hardened adhesive attached that failed to be removed. The issue was found during reprocessing, the intended procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the foreign material on the distal end was found. There were no reports of patient harm, no delay, and the patient was not under anesthesia. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.